Event description:
The line was placed (B)(6) 2007 and removed on (B)(6) 2008 because of a hole in the line. No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.